Event description:
On 06/15/2015, cardinal health received a copy of a medwatch report ((B)(4)), which was sent to the FDA by the user facility. After a cerebral angiogram, the physician attempted to deploy the mynxgrip (5f) vascular closure device and the mynx "plug" was stuck in the sheath. He was unable to deploy in the patient's femoral artery, no patient injury. Date of event: (B)(6) 2015 date of report: 02/27/2015. On 6/19/2015, the following information was reported by the initial reporter: manual compression was applied for 30 minutes or less.

Manufacturer narrative:
It was reported that the mynx plug was stuck in the sheath; however, the device was returned without the sealant and the advancer tube. Visual inspection showed that the procedural sheath was retracted, and the shuttle cartridge was engaged to the handle. The condition of the returned device indicates that the device may have been manipulated subsequent to the procedure. Both of the shuttle and the sheath moved freely during the investigation when the shuttle down procedure was simulated. The catheter, shuttle cartridge and tamp locks were inspected for anomalies that may have obstructed the device path during the deployment procedure. No anomalies were observed. Based on the information provided, the condition of the returned device and the investigation performed, the complaint for sealant stuck to device components could not be confirmed and the root cause could not be conclusively determined.the review of the lhr (f1430704) indicated that the device lot met all established performance criteria prior to shipment.UDI# *+m465mx50210c**+$$8013151130f1430704cg*